Manufacturer narrative:
A field service engineer (fse) visited the site to assess the unit and successfully powered it on. A review of the device log files confirmed a cfb error requiring the main board to be replaced. It was confirmed during evaluation that the reported malfunction occurred after the deivce was removed from a patient. The fse replaced the mainboard and performed a software upgrade on the device. The unit successfully passed both the circuit and performance tests, functioning in accordance with OEM specifications. Correction - section d4.

Event description:
The customer reported that the ventilator screen froze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.